Manufacturer narrative:
This case was initially received via regulatory authority ansm (reference number: (B)(4)) on 14-sep-2017. The most recent information was received on 28-sep-2017. This spontaneous case was reported by a consumer and describes the occurrence of fallopian tube perforation ("the second pierced the wall") in a (B)(6) year-old female patient who had essure (batch no. B86132 (invalid)) inserted. Other product or product use issues identified: device physical property issue "essure was twisted" on (B)(6) 2014. On (B)(6) 2014, the patient had essure inserted. On (B)(6) 2014, 3 months after insertion of essure, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required) with pain. The patient was treated with surgery (essure removed during tubal ligation on (B)(6) 2014). Essure was removed on (B)(6) 2014. At the time of the report, the fallopian tube perforation outcome was unknown. The reporter provided no causality assessment for fallopian tube perforation with essure. Diagnostic results (normal ranges are provided in parenthesis if available): body weight was reported to be (B)(6). Ultrasound scan - on (B)(6) 2012: one essure twisted / one essure not visible. The list of device similar incidents contains essure reports received by bayer and older cases received by conceptus coded with the same meddra preferred term. In this particular case a search in the database was performed on 29-sep-2017 for the following meddra preferred term: fallopian tube perforation. The analysis in the global safety database revealed 692 cases. Bayer is closely monitoring the benefit-risk profile of essure. A recent cumulative review of all available data on essure has not yielded any new safety signal with regard to this meddra pt. Quality-safety evaluation of ptc: unable to confirm complaint. Further company follow-up with the regulatory authority is not possible. Most recent follow-up information incorporated above includes: on 28-sep-2017: quality safety evaluation of ptc. Incident: no valid lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Event description:
This case was initially received via regulatory authority ansm ((B)(4)) on (B)(6) 2017. This spontaneous case was reported by a consumer and describes the occurrence of fallopian tube perforation ("the second pierced the wall") in a (B)(6)-year-old female patient who had essure (batch no. (B)(4)) inserted. Other product or product use issues identified: device physical property issue "essure was twisted" on (B)(6) 2014. On (B)(6) 2014, the patient had essure inserted. On (B)(6) 2014, 3 months after insertion of essure, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required) with pain. The patient was treated with surgery (essure removed during tubal ligation on (B)(6) 2014). Essure was removed on (B)(6) 2014. At the time of the report, the fallopian tube perforation outcome was unknown. The reporter provided no causality assessment for fallopian tube perforation with essure. Diagnostic results (normal ranges are provided in parenthesis if available): body weight was reported to be (B)(6) kgs. Ultrasound scan - on (B)(6) 2012: one essure twisted / one essure not visible the list of device similar incidents contains essure reports received by bayer and older cases received by conceptus coded with the same medra preferred term. In this particular case a search in the database was performed on (B)(6) 2017 for the following meddra preferred term: fallopian tube perforation. The analysis in the global safety database revealed (B)(4) cases. Bayer is closely monitoring the benefit-risk profile of essure. A recent cumulative review of all available data on essure has not yielded any new safety signal with regard to this meddra pt. Further company follow-up with the regulatory authority is not possible. Incident. At the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.